Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 106-107 mg/dl. Subsequently, the pump shut down unexpectedly and the pump indicated a data log corruption. The customer continued using the pump for insulin therapy.